Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check with tandem technical support was unable to be completed at time of call; upon follow up, customer reported they had changed pump supplies and successfully resumed insulin delivery. There was no adverse impact to customer's blood glucose.